Event description:
It was reported that during a lead revision procedure on (B)(6) 2022 ( related manufacturer reference number: 1627487-2022-04430) the physician was unable to remove the lead due to patient anatomy, so it was left implanted.

Manufacturer narrative:
A case of inability to remove lead due to patient's anatomy was reported to abbott. The lead was left implanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data: health effect - clinical code and medical device problem code.